Event description:
It was reported that a spectrum pump had a white screen. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the white screen on startup caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.